Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted deformed conductor coils at approximately 28-32mm from the terminal pin. Tissue was also present around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the out of range pace impedances, but deformity on the lead was observed.

Event description:
It was reported that this lead was an attempted implant. The lead was difficult to insert into the header of the device and after the lead was placed, thresholds and sensing were normal, but pace impedances were 1800 ohms. When evaluated, the distal pin of the lead was malformed. The decision was made to remove and replace the lead. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant. The lead was difficult to insert into the header of the device and after the lead was placed, thresholds and sensing were normal, but pace impedances were 1800 ohms. When evaluated, the distal pin of the lead was malformed. The decision was made to remove and replace the lead. No adverse patient effects were reported.